Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels for the last two days. Customer's mother pushed out 10u from the syringe and programmed a bolus on the pump. The amount from the syringe was 3 times bigger. Customer's mother stated that she gave her son insulin in an injection. Customer's blood glucose level was 600 mg/dl. Customer did not contact their health care professional for high blood glucose level because the health care professional is on holiday. The drive support cap was not loose, displacement verification test was done correctly, and the insulin exited with manual prime. All settings were correct and pump was programmed correctly. Customer was using novorapid. Customer's mother repeated test with 10u and she reported the amount from the syringes was much bigger than that from the pump. For patient safety, pump will need to be replaced. No additional information provided.